Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. A replacement procedure will be planned, and for now, the crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. A replacement procedure will be planned, and for now, the crt-p remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.